Event description:
It was reported that the patient experienced a serter/spring issue with the infusion set on (B)(6) 2026. During insertion, the infusion set became dislodged (fell off) and failed to penetrate the skin.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 8021545.